Manufacturer narrative:
Concomitant medical products: product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger.

Event description:
The consumer via the manufacturer representative reported that it took too long to charge the implantable neurostimulator (ins), stimulation had stopped, and the patient was unable to charge the ins. The manufacturer representative thought the ins turned off and stopped charging well on (B)(6) 2016, but the manufacturer representative was unsure. It was also reported that the patient was unable to use the patient programmer; it was suspected that the ins was discharged and the patient had poor coupling. Additional information received from the consumer on (B)(6) 2016 reported that the implantable neurostimulator recharger (insr) was not charging the ins correctly; after charging for 4 hours with 8 coupling bars, the ins never went beyond (B)(4). The consumer noted the battery was not too low when the recharge session was started. It was noted that the patient had an unrelated back surgery in 2015 to put in a new disc. During the unrelated back surgery, the healthcare professional took the ins out of the pocket to access and replace the disc; the consumer had questioned whether the implant was put in correctly. It was further reported that the patient started having issues with the recharger in 2015; it was mentioned that the manufacturer representative was aware of this since it started. Additional information received from the manufacturer representative on (B)(6) 2016 reported that the manufacturer representative had tried to follow up with the patient and the patient did not respond. The patient's indications for use included spinal pain.

Event description:
The patient reported over a week later that the issue was still not resolved and had been waiting a month to meet with a company representative.

Event description:
Additional information received from the consumer via the manufacturer's representative (rep) reported they received a new recharger, but still experienced difficulty charging, even with full coupling because the implantable neurostimulator (ins) never went above 25% charged. Troubleshooting included getting a new recharger and also performing an x-ray to ensure the battery was right side-up, but since "the consumer was able to get eight bars, the battery was right side-up." The rep. Scheduled an appointment to meet with the consumer on (B)(6) 2016 to pull data off of the recharger and to perform further troubleshooting, but the consumer was unable to make it. The consumer was going to call the rep. To let them know of their next appointment in (B)(6). The issue was not currently resolved.

Event description:
Additional information received from the consumer on 07-sep-2016 the "poor communication" screen was seen on the patient programmer. The patient had to try a number of times to communicate with the implantable neurostimulator (ins). When she was finally able communicate, she would lose the connection again when she tried to make an adjustment. It was unknown when this issue began, however the patient's husband believed this issue started in 2015 prior to the previously reported recharging problems. Unplugging the antenna and placing the patient programmer on skin directly over the ins prior to synching resolved the issue. The consumer later reported that the controller did not communicate with the device.

Manufacturer narrative:
Concomitant products: product ID: 37092, product type: accessory. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger.

Event description:
Additional information received reported that the new patient programmer was still causing poor communication with the antenna attached. There was a report that the patient programmer antenna was damaged.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.